Manufacturer narrative:
The device was received at the manufacturer for evaluation, and the reported condition of the device overheating was confirmed. Based on the investigation details, the likely cause was the rotor, driver, drive pin, and bearing mount, which were severely corroded. There were nonconformances, alerts, rework, design or process changes within 2 weeks of the manufacture date that would have contributed to this complaint. It was repaired and returned to the customer.

Event description:
It was reported that the device began overheating. There was no reported pt or user injury. There were no pt/user adverse consequences reported.